Manufacturer narrative:
Additional info: d1, d2, d3, d4: catalog and lot #, g4, g5. **update** 5/21/2012 - plaintiff # (B)(6) preliminary disclosure form was received, which identified (part/lot), doi and dor information for the left and right sides. I updated the first and second products to the left cup and head. I also changed the asr hip to a cup and added the head for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bilateral pt. Litigation papers allege acetabular cups eventually detached, disconnected, created metallic debris, and/or loosened from pt's acetabulum, caused severe pain, inhibited pt's ability to walk, and caused elevated blood levels of chromium and cobalt. It is further alleged that pt is scheduled to undergo revision surgeries of the right and left hip.